Event description:
It was reported that, noise resulting in oversensing was observed on the right atrial (ra) lead. Ra lead insulation damage was suspected but this was not confirmed. The ra lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of noise and insulation defect were not confirmed. As received, only the distal region of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor paths due to procedural damage. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.